Manufacturer narrative:
Literature citation: wataru shimada et al. "Evaluation of balloon kyphoplasty and percutaneousc vertebroplasty method for the patient with vertebral compression fracture". Pt age: age range = 67 - 87 years. Men: 5, women: 17, (B)(4). Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in an article the subjects are 42 patients (men: 13, women; 29, mean age; 55-58 years) who underwent percutaneous vertebroplasty (pv) between january 2004 and may 2008 and 22 patients (men: 5, women: 17, mean age: 67-87) who underwent bkp between april, 2011 and september, 2011. Follow-up period before pv was 3-90 days (mean date11.5 days), and the treated levels were; t10 in 1 patient, t11 in 1 patient, t12 in 5 patients, l1 in 17 patients, l3 in 8 patients and l4 in 2 patients. Follow-up period before bkp was 33-159 days (mean date: 77 days) and the treated levels were ; t10 in 2 patients, t11 in 2 patients , t12 in 5 patients , l1 in 4 patients, l2 in 1 patient, l3 in 3 patients, l4 in 4 patients, and l5 in 1 patient. Postoperative follow-up period was 7 months-10 years (mean year: 3.5 years) in pv group, and 5 months -2.1 years (mean months: 12.3 months). Mean operative time was 11-44 minutes (mean minutes: 29 minutes) in pv group and 25-65 minutes (mean minutes: 38.2 minutes) in bkp group. There was little bleeding in both groups. It was reported that new compression fracture(s) in treated vertebrae and adjacent vertebrae were observed in one patient more than a year post-operatively.